Manufacturer narrative:
Device evaluated by MFR.: promus element plus, ous 3.00x16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the distal section were lifted from the crimped stent position. The undamaged stent od outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. A 3.00x16mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. During removal, the back end of the stent strut was lifted up. There were no patient complication and the patient status was stable. The procedure was not completed due to this event.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. A 3.00x16mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. During removal, the back end of the stent strut was lifted up. There were no patient complication and the patient status was stable. The procedure was not completed due to this event.